Event description:
It was reported that a pt underwent a gynecological procedure on (B) (6) 2009. The blades failed to rotate prior to first use. There was no power and no sound. The procedure was successfully completed with another device with no adverse pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Blade will not rotate: prior to first use. Conclusion: the product upon which this medwatch is based has been received; however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.